Event description:
A malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was provided with instructions to reset the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with guidance to call back if the issue reappeared.